Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell and a burnt capacitor component on the mother board. There was minor smoke noticed, however the biomed confirmed that the smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 3,800 hours and the mother board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt capacitor. The biomed replaced the mother board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The mother board has been discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (bmet). To resolve the reported issue, the bmet replaced the mother board on the machine. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified minor smoke, a burning smell, and a burnt capacitor component on the mother board. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell and a burnt capacitor component on the mother board. There was minor smoke noticed, however the biomed confirmed that the smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 3,800 hours and the mother board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt capacitor. The biomed replaced the mother board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The mother board has been discarded and is not available for return to the manufacturer for physical evaluation.